Event description:
It was reported that multiple acu watchdog failure/primary audible alarms were experienced.

Event description:
Additional information received that indicated no patient involvement.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5, h6).

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed on bottom case and plunger assembly and the right plunger case was cracked. Review of the event history log showed occurrences of "acu watchdog failure" and primary audible alarm post" alarms. Functional testing involved running the device through the power up process and audio testing. No issues were found during the investigation. The speaker was replaced as a preventive measure. The battery was also replaced due to it being over two (2) years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.